Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of constipation and peritonitis coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date, the patient began unspecified antibiotics (dose, route, formulation, and frequency not reported) for an unknown indication. On an unreported date in 2011, the patient experienced constipation due to use of antibiotics. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for peritonitis. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for the constipation was not reported. Dianeal unknown therapy was ongoing. Baxter also considered the antibiotics as co-suspect. The nurse stated the event of peritonitis was not related to dianeal therapy and did not provide an opinion of causality for the event of constipation. The consumer stated that the event of constipation was related to unspecified antibiotics.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h11c28077, h11d04084) revealed no exceptions during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.